Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A loss of therapeutic effect was reported by the patient who was implanted about 3 months ago. The patient stated that they were so disappointed because they thought it would help and it hadn't helped at all. The patient reported that at the beginning it helped at 1.5 and then they had the "regular urinating problem," and over the last 2.5 months they have increased the amplitude up to 7.0 but it was not resolving the issues. On the call it was noted that the patient was on program 5 and patient services reviewed the option to change programs. It was recommended to the patient to notify their managing health care physician (hcp) with their therapy concerns and the patient confirmed that they would call. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. They reported that the reason for the call was to state the implant only helped three days, and then they ended up going right back to urinating any time they turned around. They were tired of going in and out of the bathroom all the time, and were looking for help. They inquired if the manufacturer had made any changes to the product to help their situation. The patient stated they did have the system checked, and were told "it must have come loose." They stated they understood this to be that the lead came loose from the implant. They initially stated the person was a clinician's assistant that was checking the device, and noticed it was not connected. However, they then alluded to the fact the person that checked it would not call the patient back, as they left for vacation and never returned their voicemails that described the issue. They confirmed this was a manufacturer representative. They did try contacting the manufacturer representative and leaving voicemails, but never heard back. Troubleshooting was unable to be performed as the patient declined to troubleshoot any further, as they believed the device was not even connected. They were redirected to their healthcare provider to further address the issue and determine next steps to their therapy issue. The patient stated they already made an appointment with a different urologist for february.

Event description:
Additional information was received from the patient who stated no further action would be taken, the cause of the issue was not known, and no device removal or replacement was planned. The patient was very disappointed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated the cause of the disconnection between the lead and the ins was unknown and no activity caused or contributed to it. They stated there was no reason for the sudden loss of therapy or disconnection of lead. Asked what steps were taken to resolve the issues, they stated no contact with doctor or nurses. They reported the issue had not been resolved abs device removal was not planned.